Manufacturer narrative:
Date rec'd by MFR: 12jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the defective side panel, left, side panel, right, housing, filter, inlet, and retainer, inlet filter to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It is unknown if the unit was in clinical use at the time the reported issue was discovered. The customer reported air flow accuracy failed.